Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body separated from the twist clamp (twist sleeve) of a minicap extended life pd transfer set. This issue occurred during use of peritoneal dialysis therapy. The transfer set was in use about two (2) months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body separated from the twist clamp (twist sleeve) of a minicap extended life pd transfer set. This issue occurred during use of peritoneal dialysis therapy. The transfer set was in use about two (2) months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with minicap on the dark blue connector. A visual inspection with the naked eye and magnification noted the occlude feet were broken. The reported condition was verified. The cause of the condition could not be determined; however, chemical agents such as foreign solvents, dyes, or cleaning agents can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.